Manufacturer narrative:
The annex c code was updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported issue was identified during procedure after port placement. The procedure was completed using all four system arms. The procedure was completed robotically with the same generator. The harmonic energy activation cable was reseated by the customer. After troubleshooting, harmonic energy was successfully activated, and the procedure continued as planned. The procedure was completed robotically with the original configuration. No patient injury was reported.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to activate harmonic energy. The led on the personality module energy device (pmed) turned red. The customer reseated both ends of the harmonic energy activation cable multiple times; however, the issue persisted. The procedure was continued without the harmonic instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. After the cable of the personality module energy device (pmed) to video interface patch panel (vip) was reseated, the issue was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is a loosely connected or improperly seated cable between the pmed and the vip. Reseating this cable resolved the issue, and the system was verified as ready for use.